Manufacturer narrative:
The device is not available, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, a film left on scopes following reprocessing in the device, after a wipe down with a lint free cloth. There is no patient involvement. An olympus endoscopy specialist ((ess) went on site and observed that the customer had not loaded the devices correctly, and that this may have contributed to the issue of the formation of film. Also, the detergents and chemical used in pre-cleaning had been from a new lot for these devices. Upon the advice of the ess all the scopes with a film were loaded correctly and rerun through the reprocessing cycle. The issue of film was resolved and did not recur in subsequent days of monitoring. Ess has scheduled an additional education with the facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that the film was caused by insufficient precleaning of the device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 4 reprocessing operations 4.3 endoscope precleaning and manual cleaning manual precleaning and cleaning immediately after each patient examination, perform bedside cleaning, clean the outer surfaces of the endoscope, brush the forceps elevator (if applicable), brush the suction channel, flush and rinse all channels according to the step-by-step cleaning procedure described in the endoscope¿s instruction manual. Complete both the prescribed bedside and manual cleaning procedures. After the endoscope undergoes full manual cleaning, it can be reprocessed in the oer-pro. The oer-pro then provides supplemental cleaning and high-level disinfection. 4.6 endoscope setup warning ·when placing the endoscopes in the basin, make sure that the major parts such as the insertion tube and universal cord are not piled upon each other. If the endoscopes are placed carelessly with many parts piled on upon one another reprocessing may be ineffective.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. Subsequently, two weeks after the event, a complete in-service was performed for the facility staff by the endoscopy support specialist (ess). No issues of any reprocessing steps followed at the facility were observed by the ess during the in-service.

Event description:
Addendum oct 12, 2022: two colonoscopes had been reprocessed with the oer-pro and had the film. The film was faint white in color and dried on the scopes. The scopes were set aside until endoscopy support specialist (ess) could get to the facility and were not used on patients. When the ess supervised reloading, it was noted that the scopes were not loaded properly. This was the way the scopes were normally loaded. Ess advised customer on the proper loading positioning. The pre-cleaning of the scopes was performed correctly. The only change was the new batch of acecide-c and endoquick that was used. The acecide-c and endoquick from the same lot is being used at the facility post event. Monitoring of scopes was continued for a week or so. There are no further occurrences of the event of the film formation on scopes.